Manufacturer narrative:
According to the event description, everything was ok until patient fall; this trauma was the cause of the shoulder dislocation, and probably also of the liner dissociation from the metal back. The check of the manufacturing charts of the liner involved (lot # 200707685) did not show any pre-existing anomaly on the 54 pieces released on the market with this lot #; we received no other complaints on this lot #. We received the explants (l1 poly liner, humeral head and adaptor taper). The humeral head has some burnishing on its outer surface which indicates a metal-metal contact with the metal back after the liner dissociation. The intact poly liner is obviously deformed due to its usage "in vivo"; we repeated the dimensional check on it, but due to the natural deformation of the poly it was not possible to take correctly all its dimensions (which were all ok before placing the liner on the market). No further info (e.g. X-rays) is available. According to the above info, we believe that the root cause of the event is patient fall, which has caused the shoulder dislocation and consequently an unexpected sudden load on the l1 poly liner. According to lima corporate post-market surveillance data, there were 10 total dissociations of l1 poly liners from the l1 metal back, on about 6770 l1 liners implanted ww since 2003. In 8 of these 10 dissociations, also the breakage of the l1 liner was reported. By the information received and by our analysis on these cases, only 3 of the 10 dissociations can be attributed mainly to the product, while the remaining 7 were subsequent to patient trauma (like this case) or to a specific patient pathology (rotator cuff failure). According to these data, the total revision rate due to dissociations of l1 poly liners from the l1 metal back is 0.148%, while the revision rate "product-related" is 0.044%. No corrective actions have been planned for this event. Limacorporate will keep monitored the market.

Event description:
Patient had a smr total shoulder replacement in (B)(6) 2008 and was doing well until about (B)(6) 2014 when the patient had a fall and shoulder dislocated. Surgeon decided to convert from smr anatomic to reverse due to soft tissue insufficiency. During the conversion the surgeon found the l1 small-r liner had disassociated from the l1 small-r metal back and the humeral head had been articulating with the superior teeth of the metal back. Conversion to reverse using the 40mm apg and short reverse body plus medium metal liner was successful. The event occurred in (B)(6) .